Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the up, down and ok symbols were worn off but the keypad rubber was intact. Evaluation revealed that all of the buttons responded appropriately. There was contamination present under all the key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keys. This report is made based on results of investigation completed on (B)(6) 2012.